Event description:
It was reported that a black particle was in the balloon of a half day infusor. The particulate was identified during the storage of the device, after it was compounded with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured october 23, 2014 ¿ october 24, 2014. The device was received for evaluation. Visual inspection revealed black particulate matter 0.02 millimeters in length, floating in the bladder. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.